Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed collar damage (partial separation of shaft from collar), distal shaft damage (flattened/twisted/kinked) for a length of 10mm that started at the collar, and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19-dec-2018. It was reported that the delivery shaft was kinked. The target lesion was located in the coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft of the guidezilla became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the collar was partially separated.